Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00769.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, while attempting to advance two pc400 coils through a px slim delivery microcatheter (px slim), the physician experienced resistance. Therefore, both pc400 coils were removed and the procedure was completed using new pc400 coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end (figure 5). The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the first pc400 revealed the introducer sheath was loaded backwards on the pusher assembly. Further evaluation revealed the friction lock was pulled off the introducer sheath, and the introducer sheath was damaged in the original friction lock location. This damage likely occurred due to improper handling while re-loading the introducer sheath on the pusher assembly. If the introducer sheath is damaged or loaded backwards on the pusher assembly, resistance will likely be encountered upon attempting to advance the pc400 through the introducer sheath. Evaluation of the second pc400 revealed it could be advanced and retracted through its introducer sheath and a demonstration px slim without issue. Further evaluation revealed the pusher assembly was kinked near the proximal end. This damage was likely incidental and may have occurred during packaging for return. The root cause of the resistance experienced while advancing the second ruby coil could not be determined. The px slim mentioned in the complaint was not returned for evaluation. Pc400s are 100% functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.